Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a maxid catheter. The customer reports that the external part of the catheter (' the part that is in the tunnel") has blood all over it. The customer indicates that it's as if the 'catheter was not impermiable, that the blood was coming through the silicone material". The rep mentioned that the catheter had been in the patient "for a long time and that the nurse threw out the actual catheter but took a photo".

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, the results will be forwarded.